Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump used as the day pump was not disconnected in the evening. Per reporter the setting for the continued dose on the day pump was 1.9, and the night pump was 1.3; there was a difference of .06 on the pumps. It was reported that the care discovered the error, "the care arrives in the morning, so it is assumed that the discovery was in the morning, but this cannot be confirmed." No adverse patient effects were reported.